Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error. It was also mentioned that the customer frequently has occurrence of power error. Blood glucose level was 11 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, power error detected and low battery alert. The power management tool confirmed power loss alarm, power error detected and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.